Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right atrial lead's capture values were sporadic and decreased sensing was observed. An instance of increased impedance was also noted which returned to normal values. Right atrial lead dislodgement was suspected. Programming changes were made. The patient was stable throughout.